Event description:
Customer reported a needlestick injury from the mat, complaining that the hinges are not sticking together and needles are slipping out of the side of the needlemat. 2 more mats were found to have faulty hinges but they were disposed of, 1 sample returned to qa/ra.